Event description:
Event description boston scientific received information that this lead was unable to capture at maximum output in both unipolar and bipolar configuration. The physician suspected that the lead had dislodged as this patient's cardiac anatomy was difficult and placement difficulty had been experienced during the implant procedure. However, a chest x-ray did not reveal that the lead had moved and the physician then suspected a micro-dislodgement. Three days later, loss of capture at maximum output was again confirmed. The lead was explanted and replaced. During the replacement procedure, the physician observed that the polyurethane tube at the tip of lead had been stretched. They physician also noted that there may have been induced lead damage due to numerous repositioning attempts.